Event description:
It was reported that a patient presented to the hospital with increased heart rate. Upon interrogation, multiple episodes of inappropriate ams due to retrograde conduction in refractory was noted. Increased av delays, which caused pacing in atrial after ventricular events were also observed. Programming changes were made. No further information is available.